Manufacturer narrative:
The local factory service rep. Examined the device observed proper operation through full performance and functional testing. The rep. Replaced the device transfer relay assembly, as a preventive measure, and returned the device to the facility for use.

Event description:
Facility electrophysiology staff routinely plug the device into an ac outlet and it is left powered on throughout the day. On two separate occasions the device was reported to have inappropriately displayed a flatline trace. The trace is said to spontaneously return after an unspecified period of time. The reporter stated there have been no adverse affects on pt treatment as a result of the discrepancy. No info regarding use with pts was reported.